Event description:
In 2008, the patient reported that she feels the "piston rod is slowing" on her infusion device and "is not always injecting insulin." She stated that the piston rod vibrates when she programs a bolus and the infusion device beeps but she does not see the piston rod move. She stated that the piston rod is "woobly" and slow during retraction. She also reported that the down button of the infusion device is not functioning properly. The patient was advised to switch to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.